Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A user facility administrator reported experiencing problems with a dialyzer during hemodialysis treatment, and stated the membranes of the dialyzer were breaking upon use and that the filter was being rejected by the system due to pressure failure. Blood loss was also reported. Additional information was requested and was not received to date.

Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A user facility administrator reported experiencing problems with a dialyzer during hemodialysis treatment, and stated the membranes of the dialyzer were breaking upon use and that the filter was being rejected by the system due to pressure failure. Blood loss was also reported. Additional information was requested and was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility administrator reported experiencing problems with a dialyzer during hemodialysis treatment, and stated the membranes of the dialyzer were breaking upon use and that the filter was being rejected by the system due to pressure failure. Blood loss was also reported. Additional information was requested and was not received to date.